Manufacturer narrative:
A customer in the united kingdom notified biomérieux of obtaining thirty eight (38) false positive results from separate patients while using bact/alert® mp bottle (ref. 419744, lot 1053687) with their bact/alert® 3d instrument . The flagged positive bottles were subcultured and smeared (gram stain). The smear and subculture for all impacted bottles were negative. In response to the customer complaint, biomérieux conducted an internal investigation. Evaluation of the device records associated with bact/alert® mp bottle lot 1053687 identified that no anomalies were noted. Additionally, lot 1053687 met final aql visual inspection acceptance criteria. Bottle pictures (bottle seams and scuffs) were provided by the customer for evaluation. Cross functional team reviewed the photos and determined that the bottle seam and scuffs seen in the pictures were normal, and would not impact performance, or cause false positives. Biomérieux reviewed the customer¿s backup data and found evidence of discreet noise. The mycobacteria bottles have a sensitive portion of the algorithm that will trigger a positive result based on a delta change; the bottle noise could contribute to a delta change and trigger a positive result. This background noise is the most probable root cause of the false positive results obtained by the customer. A review of complaints associated with lot 1053687 confirmed there is no adverse trend, as the bact/alert® mp bottle instructions for use (IFU) provide instruction for performing confirmatory testing on positive bottles. The investigation confirmed the occurrence of false positive bottles is a known risk. The overall risk was determined to be irrelevant; the impact to the patient is very low as the confirmatory smear and subculture will show if organisms are present. The instruction to smear and subculture positive bottles is present in the bact/alert® 3d user manual.

Manufacturer narrative:
Device was not returned to the manufacturer.

Event description:
A customer in the united kingdom notified biomérieux of false positive results in association with the bact/alert® mp bottle (ref. 419744, lot 1053687). The customer stated forty-four (44) bottles flagged positive with six (6) showing growth for contaminants. Of the forty-four bottles, it was determined only thirty-eight were true false positive results. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.